Manufacturer narrative:
(B)(4).

Event description:
It was reported that competitive atrial pacing leading to inappropriate auto mode switch was noted via merlin.net transmission. Testing the patient for retrograde conduction and programming changes were recommended. No further information is available at this moment.